Manufacturer narrative:
Additional information indicated that the customer had not received any further occlusions after using a new box of cartridges. The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level was in the 400 mg/dl range and insulin injections were used to address the high bg level. After the alarms, the customer would either change the site, tubing or all of the supplies on the pump depending on what the system check would indicate as a possible cause of the occlusion.